Manufacturer narrative:
The date of the event is unknown. According to the article the date range for this event is from march 1, 2013 through march 1, 2018. For this reason, the first day of the range was used as the occurrence date. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to major vascular complications during a thv procedure, including, but not limited to, vessel size, tortuosity and calcifications and/or device manipulation. Risk factors include older age, aggressive anticoagulation and fibrinolytic therapy, large sheath size and valvuloplasty. The thv procedure commonly requires larger sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. The edwards sapien 3 transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. It is also indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve or surgical bioprosthetic mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. In addition, it is indicated for use in the management of patients who have a clinical indication for intervention on a dysfunctional right ventricular outflow tract (rvot) conduit or surgical bioprosthetic valve in the pulmonic position with = moderate regurgitation and/or a mean rvot gradient of = 35 mmhg. Caval valve implantation (cavi) of the sapien 3 valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there is insufficient information to determine the case of the reported major vascular complication. The authors did not specify to which of the devices used during the procedure this event was associated to. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference: o'neill bp, negrotto s, yu d, lakhter v, depta j, mccabe jm, dube s, vaikom m, wang dd, patil p, lindman b. Caval valve implantation for tricuspid regurgitation:2020 oct 22).

Event description:
A multi-center retrospective study was published in the article "caval valve implantation for tricuspid regurgitation: insights from the united states caval valve registry." Caval valve implantation (cavi) is the placement of a valve outside of the heart heterotopically in the inferior vena cava (ivc) or superior vena cava (svc) to ameliorate downstream effects of chronic right heart congestion. The study included patients who were determined to be poor candidates for tricuspid valve surgery and underwent caval valve implantation (cavi) for treatment of severe tricuspid regurgitation (tr) from march 1, 2013 through march 1, 2018 with a 29mm sapien 3 valve. A total of 24 patients were successfully treated during the study period. Per the authors, there was one major vascular complication during a cavi procedure. Additional details were not provided.